Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versaport v2 bladeless opt 12. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic colectomy operation, the seal was broken of the device was broken. The broken piece was retrieved from the abdominal cavity with a laparoscopic device. The procedure was completed with another device. The surgical time was not extended. The status report of the patient provided there was no problem with the patient. There was no tissue damage. The incision site was not extended. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Product lot and UDI numbers could not be provided.

Manufacturer narrative:
(B)(4).